Event description:
It was reported that when an asymptomatic patient presented remotely via merlin.net transmission, post-paced t-wave oversensing issue was observed on the device. The patient did not receive therapy during the oversensing. Programming changes were made and there was no recurrence of the oversensing issue. Patient was stable.